Manufacturer narrative:
Service was dispatched for the beckman field service engineer (fse) to evaluate the instrument. The fse found cuvettes not properly aspirated of fluid and aspiration manifold half full of fluid. The wash manifold drain was clogged with broken off end of cotton tipped applicator. The fse removed clogged material and repaired wash manifold. Fse also found intermittent aspiration problems caused by either valve v23 or v24. The fse confirmed valve v24 was defective. Fse replaced both valves. In addition, the fse found di water float unsecured to cap, causing low water levels and allowing air to intermittently enter recirculation loops. Fse replaced di water float and properly secured to cap. Fse ran multiple w1 primes without errors or fluid left in cuvettes. The fse ran photocal without error. Customer ran all qc overnight multiple times without drift or errors. Instrument resumed operation.

Event description:
The beckman field service engineer (fse) indicated that customer got intermittent photometry errors generated on their au680 clinical chemistry analyzer. As a result, seven (7) patients had erroneous results for multiple analytes and were reported out of the laboratory. The patient samples were repeated on another au instrument and results were amended. The customer confirmed quality control (qc) was within their established range before and after the event.